Event description:
New information received indicated that the patient's right ventricular lead had loss of capture.

Manufacturer narrative:
The reported events were lead dislodgement, inadequate capture, loss of capture and helix mechanism issue. The reported event of helix mechanism issue was confirmed. The reported event of inadequate capture and loss of capture was not confirmed. Visual inspection found the helix stretched/damaged consistent with procedural damage. The cause of the reported event of helix mechanism issue was isolated to the overtorqued inner coil and stretched/damaged helix. Electrical testing did not find any indication of conductor fractures or internal shorts.

Event description:
It was reported the patient presented in clinic with symptoms of syncope and bradycardia. X-rays confirmed the patient's right ventricular lead had dislodged and had a sharp increase in capture threshold. During the procedure, upon attempt to reposition, it was noted the lead helix could not be rotated. The lead was explanted and replaced without further issues. The patient was stable throughout.